Manufacturer narrative:
Batch review performed on 22 february 2019. Lot 183193: items manufactured and released on 28 june 2018. Expiration date: 06-18-2023 no anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold without any similar reported event.

Event description:
First revision surgery performed due to subluxed tibia, at that time a poly swap was performed . Presently, 1 month after primary surgery, the patient came in complaining of pain due to a subluxed tibia the cause of the subluxation is unknown. A revision surgery has not been scheduled at this time. Surgeon will continue to monitor the patient, may have to use a hinge prosthesis if the patient's knee does not tighten up.